Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago from date manufacturer was made aware. Block d6b: explant date: 2 years ago. Additional suspect medical device components involved in the event: model number/catalog number:sc-2218-50. Serial number:(B)(6). Batch/lot number:(B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI):(B)(4). Model number/catalog number:sc-2218-50. Serial number:(B)(6). Batch/lot number:(B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI):(B)(4). Model number/catalog number:sc-2218-50. Serial number:(B)(6). Batch/lot number:(B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI):(B)(4). Model number/catalog number:sc-2218-50. Serial number:(B)(6). Batch/lot number:(B)(6) model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI):(B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) was no longer working as intended. The patient underwent scs explant procedure. No other information could be obtained.